Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted in the transgastric to treat pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, the physician reported that the first flange failed to open. The physician tried to do small tapping maneuvers from the delivery system but had no effect. The procedure was able to be completed by using another of the same device through the initial puncture site. A one-minute delay was reported due to the additional maneuvers; however, no patient complications resulted from this event.